Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that his vns therapy programming handheld was not properly communicating with a pulse generator, and that he received communication errors. Handheld was subsequently returned to manufacturer for product analysis. An analysis was performed on the handheld and no anomalies that support the reported complaint were identified. As a result, no likely cause for the reported condition could be determined. During the analysis it was identified that the handheld had a broken solder connection near the main battery terminal. This condition can cause the handheld to intermittently loose power and shut down during operation. This anomaly is not associated with the reported complaint.